Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: the service manual for otv-s400 confirmed that the e116 and e117 are errors that indicate a faulty otv-s400. The service manual for otv-s400 confirmed that the e211 is an error to indicate that fpga and firmware version do not match (firmware is not updated after replacing the u board). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection and found that the device works normally, and passed all functional testing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the camera control unit displayed error codes e116, e117, and e211. The issue occurred during preparation for use. There were no reports of patient harm.